Manufacturer narrative:
(B)(4). One used sample of (B)(4) was returned for evaluation. Visual inspection revealed no visible defects. The sample was functionally tested for leakage per internal specifications with passing results. The returned product did not confirm the reported defect of leakage. Thus, the root cause of this event can not be determined. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: blood leaking from the male distal spin lock end that connects to the IV catheter hub.